Manufacturer narrative:
Section a4: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Device evaluation: a field service engineer visited site and found no issues with the laser. All tests were within specifications. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the arcuate incision penetrated the cornea of patient's left eye. No additional information was provided.